Event description:
Additional information was received which indicated noise had now been observed on the rv channel. The noise was oversensed, but only resulted in non-sustained ventricular tachycardia episodes. Further testing was performed and the noise was able to be reproduced with pocket manipulation, but not with isometrics. At this time, boston scientific technical services recommended reprogramming options and the products remain in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received which indicated this pacemaker and the rv lead were replaced. Under fluoroscopy and upon visual inspection, the rv lead did not have any damage. No further testing was performed. There were no additional adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered a lead safety switch for high out of range pace impedances on the right ventricular (rv) lead. The patient was brought in for further evaluation and the impedances were noted to be around 800-900 ohms. Isometrics were performed and thresholds and impedances remained stable. Further review noted there had been previous spikes in pace impedances as well. The patient has not experienced any symptoms. Reprogramming was performed and the patient will be monitored. The products remain in service. The rv lead is a competitor's product. No adverse patient effects were reported.